Manufacturer narrative:
Review of instrument images: initial testing - fwdabo anti a- a10-97- agglutination, anti b- 45 agglutination, anti d- 97- agglutination , mono- 8- no agglutination , int- ab pos. Reflexabo: anti a- a04- 88 agglutination, anti b-31 no agglutination, anti d4- 99 agglutination, anti d5- 99 agglutination, mono- 17 no agglutination, a1-10 no agglutination, b- 86 agglutination, int- a pos. Repeat fwdabo: anti a- a12-99 agglutination, anti b- 16 no agglutination, anti d- 99 agglutination, mono-11 no agglutination , int- a pos. Per the galileo operator manual, "forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, shuch as an a sample being interpreted as ab, or an rh (d) negative sample being interpreted a rh (d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history." The customer has not experienced this issue with their galileo again.

Event description:
Customer reported abo mistype on the galileo. The fwd abo assay resulted as ab pos, and the reflex abo assay resulted as a pos. The fwd abo assay was repeated and resulted as a pos.